Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected power supply assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported during inspection work of the vela ventilator; an alarm occurred and the display went blank. The customer reported checking inside the ventilator and found the u402 regulator ic on the power supply was burnt. The customer reported the most likely cause of the reported event is the power supply assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect power supply assembly for investigation. An evaluation of the component could be confirmed. The u402 has failed. This issue will be internally investigated within vyaire.